Event description:
It was reported that a pt went to the ER as a result of an infection at the generator and lead incision sites. The surgeon indicated that the infection was related to the surgery, however, the pt was obese and had to have her breasts taped during surgery which may have contributed to the infection. The surgeon also stated that the taping of the breasts is not uncommon. Cultures were taken and the infection was determined to be (B) (6). The lead and generator have been explanted and the pt was not re-implanted. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.